Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an additional review, there was a brief period of instability in the system which may have contributed to the differences in bg/sg observed by the user. User did not acknowledge this information and requested that the sensor be removed. The next level of support called the user to see if he was will to performing troubleshooting steps. He refused so sensor removal will be coordinated.

Event description:
On 17 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.